Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. Microscopic inspection showed the heater wire was flexed away from the center of the hot jaw. It remained attached at the tip and at the base of the jaw. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0 volts. The device passed the pre-cautery test; it produced visible steam and audible beeping sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using the max life test method (bacon test). The device activated and transected tissue five (5) times with no cautery failure observed. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.665 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released (complaint lab hemopro 2 test station bmram due (B)(6) 2018 reference hemopro 2 final test). We were unable to observe any electrical issues for the complaint unit during our testing. Based on the returned condition of the device and the results of the investigation, the reported failure mode "failure to cut" was not confirmed. The analyzed failure mode " bent wire" was confirmed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 didn¿t work ("the hemopro was not cauterizing the branches as well as expected"). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 didn¿t work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.